Manufacturer narrative:
Updated device problem grid.

Event description:
It was reported to philips that the device does not display data. The authorized service provider (asp) evaluated the device. The device can't be started. The device has an alarm code of 1000. The device needs a main board. The customer has been given a quotation for the board (processor pca) replacement the error code indicates a main board problem. The customer has refused service to repair this problem. No further action at this time.

Event description:
It was reported to philips that the device does not display data. There was no patient involvement.